Event description:
The patient had undergone embolization of a cerebral aneurysm using neurovascular coils. These products were all used on-label and as designed to be used. The treatment was performed on (B)(6) 2023. 6 months later, I performed a routine diagnostic angiogram to evaluate the treatment result. On this study, I saw that one of the coils that had been deployed had traveled distally into the anterior cerebral artery. While coil migration is a possible complication of this type of treatment, I am reporting this case because this coil that migrated - a tetra coil made by stryker - was deployed in a location and a manner that should never have led to coil migration. I'm reporting this case now because it is the second such event that I have seen. Coils can migrate if they are deployed near the vessel lumen, close to blood flow, or if they are not adequately buried within the rest of the coils. This coil that migrated, however, was deployed deep within the aneurysm, and had multiple other coils deployed before it, which should have allowed it to intercalate within the coil mass and not be mobile. In addition, this coil migration happened months later. If migration occurs it ought to occur soon after treatment, while the coil is still mobile and has not undergone thrombosis and endothelialization. I'm reporting this case out of concern that this coil has a specific problem: it never interfaced with the other coils to become knotted within the coil mass, and as such remained mobile even months after treatment. I am concerned that this behavior is related to the design and shape of this coil (specifically the helical tail), which will allow such complications to continue to occur.